Event description:
It was reported that during the implant, the lead screw would not fully deploy. It was also reported that multiple attempts were made to retract and extend the screw but the screw would only partially deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead appeared to have been damaged at implant and there was body tissue/fibrotic growth on the distal electrode. It was also noted that the lead helix extend/retract test was not done since the helix was returned bent and damaged from implant attempt.